Event description:
At the time of the operation, after removing the old st. Jude valve, it was noted that there were no leaflets in the valve ring. Active search for the missing leaflets was undertaken. Remnants of one leaflet in the left ventricular cavity was found. No other valve leaflets or remnants were found. Following this the st. Jude valve was replaced. Pt died 2 days post-operatively.